Manufacturer narrative:
H6. All previously reported device codes will be updated/corrected to the following for this event: device codes: c62917, c62897, c62968, c63075, and c62823 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) clarified the revision occurred on (B)(6) 2020 and the date of the refill previously reported was unknown. Regarding the cause of the pump not being tacked down, it was reported the cause was unknown and would not be made available. The pump segment of the catheter was replaced, and the pump was secured using sutures to the fascia. The system remained implanted. It was noted the event was resolved. The patient¿s weight was asked but would not be made available.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (500mcg/ml at 1 96.86mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that the patient had a catheter revision due to the pump possibly flipping and the catheter being twisted up in the pocket. The pump section of the catheter was revised. Total catheter volume (tcv) 105.6cm/0.232ml. The catheter was aspirated post revision and connected to the pump. Tcv only prime was discussed. Additional information was received on 2020-sep-23. It was reported that the patient noticed the pump flipping since the implant on (B)(6) 2019. It was reported that in (B)(6) 2020 the patient noted increased spasticity. The patient had a refill and the arv was greater that the erv. The patient was given oral baclofen. It was reported that sometime post refill the patient had a cap dye study and the hcp was unable to aspirate fluid. The patient was sent to a surgeon for revision. Itwas reported the pump appeared not to be tacked down in the pocket on (B)(6) 2020. It was stated that the patient was quite heavy. It was reported that the patient had complaints about not having therapy.